Manufacturer narrative:
Technician found bed in engineering department. Found: nurse call not communicating to nurse's station due to damaged pin on sidecom board where communication cable connects. Removed and replaced damaged sidecom board and installed breakaway cable to resolve this issue.

Event description:
Complainant alleged that nurse call was not communicating to nurse's station.